Event description:
Pt reported that back to back tests performed on the surestep meter were 17 and 38 mg/dl (43% difference). In addition, the pt was sweating at the time testing was done. Control solution test result (128) was in range. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.